Event description:
It was reported that the device had an electrical reset. The device still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed a critical ram parity error on (B)(6) 2010 that caused the device to experience a power-on-reset (por), which has a low criticality since the device should be able to fully recover from the fault tolerant design feature.